Event description:
Patient was revised to address stem and sleeve loosening and pain.

Manufacturer narrative:
Patient was revised to address stem and sleeve loosening and pain. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (right side). Update - (B)(6) 2012 - litigation papers allege patient suffered physical injuries, past, present and future pain and suffering, permanent physical injuries, disfigurement, and excessive levels of chromium and cobalt. Acetabular cup and femoral head made reportable due to complaint of excessive levels of chromium and cobalt. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. This matter is in litigation. Follow-up activities are being performed by the depuy legal team. No new information has been provided to customer quality at this time. Should the product and/or additional information be received, the investigation will be re-opened. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.